Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was deactivated at the end of the second priming sequence. The data showed timeouts in tandem with a failure of the rotational sensor to transition as expected, indicating that a drive stall occurred during priming. This drive stall prevented the ratchet gear from rotating enough pulses to deploy the needle mechanism by the end of second prime. Inspection of the pod found no damages or manufacturing deficiencies that would contribute to a drive stall. The exact cause of the drive stall could not be determined.